Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
At the request of the medical staff, the biomedical wishes to acquire the ECG traces of a patient from the night of (B)(6) 2017. There was death of an infant and the family filed a complaint against the hospital. To date, the device is not implicated in the incident. The ECG traces were found at the department and will be printed by the service staff. An infant was involved in the death incident. No patient data was provided. There was no information regarding the use of the device during the incident.

Manufacturer narrative:
There has been no allegation of device malfunction or implication of the device in the patient incident. According to the remote response center engineer (rrce)/local field contact, the medical staff called philips and requested assistance in the acquisition of the ECG traces for the time of the incident. The rrce confirmed that the customer did not request the ECG traces to be evaluated by philips and they were also not forwarded to philips for evaluation. The customer later reported that the ECG strips were found in the department and were then printed. The customer confirmed that the device was tested by the hospital technician and the device works as specified. Although there was no allegation of a malfunction of the device by the customer, philips attempted to obtain further information regarding this event. No additional information was provided by the customer. The device remains in use at the customer site. No further investigation or action is warranted. Patient information requested none available.